Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (tropin I) results generated on a unicel dxi 800 access immunoassay sys for fifteen pts. The customer re-ran the samples and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The customer contacted the hotline on (B)(6) 2008 and stated that on (B)(6) 2008 there was a spill in the wash wheel that caused multiple erroneous pt results and also dark count errors. The field svc engineer (fse) went on-site and cleaned the wash wheel and also replaced the luminometer. The fse stated that the spill in the wash wheel was due to incorrect connection of the dispense probe tubing. The customer was still receiving dark count errors on (B)(6) 2008 after the fse was completed with the instrument repairs. The customer technical specialist (cts) dialed into the customer's system to perform a dark count check which met specs. Cts reviewed the event log which indicated multiple dark count errors were obtained. On (B)(4) 2008, the fse returned to the customer site to further investigated the event. The fse found the hold-down screw on the dispense plate loose, and noted some mixer speed errors that occurred during the night and removed the dispense plate. The fse cleaned and confirmed mixer operation, reinstalled, aligned, and exercised it thoroughly. Noted to be working properly at that time. The fse then replaced the wash analytical module which ultimately fixed the customer's instrument issues and dark count errors. The fse verified the instrument repairs per established procedures and the results met published performance specs. Hardware error is the root cause for this event. MDR# 2122870-2008-166 documents the results for pt 1. This is 12 of 15 separate MDR reports related to 15 pt events associated with a single malfunction report. Reference MDR numbers #2122870-2011-03957 for all related events. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.